Manufacturer narrative:
There was no patient involvement. Date of event is not known. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is complete. Device evaluation anticipated, but not yet begun.

Event description:
The customer reported the tram did not produce visual or audio alarms. The tram was not in use when the issue was noted. No patient involvement.

Manufacturer narrative:
Per depot repair, the tram 451n central processing unit (cpu) board was discarded and is not available for further investigation. The tram sends alarm information in parameter data packets for visual display and audio processing to the host monitor (a solar 8000 in this case). The tram software determines when a parameter is in alarm based on parameter limit settings stored on the tram main cpu board memory components. Failure of tram main cpu board memory components due to electrical, thermal or mechanic stress over time, could result in the tram not providing alarm information to the host monitor. Based on the information available, the root cause of the tram not producing audible alarms on the solar monitor was determined to be caused by failure of the tram main cpu. The tram main cpu board was replaced.